Manufacturer narrative:
Zoll medical united kingdom evaluated the device and the multifunction (mfc) cable and CPR-d padz connector and the device performed to specification. The device was recertified and returned to the customer. The device was put through extensive testing including bench handling, impedance, and defibrillation cycling without duplicating any malfunction to the device. The pads that were used during the event were not returned as part of this investigation. Review of the log observed check pads and poor pad contact entries on the event date 10/15/23. The check pads and poor pad contact messages indicate that the device does not recognize if the pads are attached to the device, or the device is not detecting a valid impedance through the pads. There are multiple factors outside of a device malfunction that could contribute to this condition. Some include, but are not limited to motion artifacts, poor contact between the pads and the patient's skin, poor contact between the multifunction cable and the adapter, patient skin condition, or an issue with the accessories. This report has been attributed to poor coupling of the electrode pads to the patient's skin. The multifunction cable and the adapter were replaced as a pre-caution. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge and was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed. Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.